Event description:
See h11.

Manufacturer narrative:
The investigation of the returned balloon microcatheter found the balloon to exhibit a pinhole leak during inflation testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pinhole leak, but the damage is consistent with the device experiencing inflation pressure exceeding the strength of the balloon membrane.

Event description:
It was reported that during the use of the occlusion balloon dilatation catheter system, the balloon was initially soaked and purged of air. After it was confirmed that the balloon performed without any issues, the catheter was advanced to the lesion site, and then the balloon was inflated for use. Approximately 0,40 ml of inflation medium was injected when the balloon ruptured. The ruptured balloon experienced a rapid loss of pressure upon bursting. A replacement balloon catheter was used for the re-dilation, and the procedure completed successfully. The patient recovered well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.